Event description:
It was reported that balloon pinhole occurred. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon failed to inflate due to pinhole. The procedure was completed with another of the same device. No patient complications were reported.